Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089689. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral ruptures, ¿chest pain, breast pain, burning around breast area, relentless sharp pain in my right breast¿ and anxiety. Patient also reported fibromyalgia, low energy, ¿visual disturbances, vertigo, falling, brain fog, light and sound sensitivity¿, ¿rashes, itching¿, ¿aching joints, muscle pain, back and neck pain¿, ¿brain tumor (benign), panic attacks, heart palpitations, gastroesophageal reflux disease (gerd), irritable bowel syndrome (ibs), metallic taste in mouth, night sweats, temperature intolerance, foul body odor, chemical sensitivities, and thyroid dysfunction¿. These events are not device related. Device has been explanted. This record is for the right side.